Event description:
Acquired chronic inflammatory demyelinating polyradiculoneurapathy. Severe sensory, motor and autonomic nerve damage. Symptoms obvious by 4/94; diagnosed 11/94. Lot number is unreadable after "hh".